Manufacturer narrative:
The customer was unwilling to provide the serial number of the pump involved in the event and confirmed that no pump would be returned for investigation and no additional information would be provided. As a result, the investigation could not be performed due to insufficient information, including the absence of the pump serial number and event log. No further details regarding the event were available. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k161667.

Event description:
This complaint was reported by a customer from israel. A delivery issue was reported. It was reported that no human harm occurred. No medical intervention was reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.